Manufacturer narrative:
Aso lab evaluated returned samples on (B)(6) 2015 for adhesion properties with no issues observed with the samples. In addition, aso lab evaluated reained samples on (B)(6) 2015 for adhesion properties with no issues observed with the samples. Also aso reviewed satisfactory biocompatibility reports on products manufactured with the same materials.

Event description:
End user reported that she has a cut on her leg. She placed the device on her leg and when she removed it the next day, her skin came off with it. It won't heal and still hurt until today. She didn't go to the doctor yet, she just applied medication but nothing happened.